Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('had essure removed') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abdominal distension ("stomach bloating"), feeling abnormal ("uneasy feeling"), anxiety ("anxiety") and genital haemorrhage ("bleeding"). The patient was treated with surgery (had essure removal surgery in feb). Essure was removed. At the time of the report, the medical device removal, feeling abnormal, anxiety and genital haemorrhage outcome was unknown and the abdominal distension had not resolved. The reporter considered abdominal distension, anxiety, feeling abnormal, genital haemorrhage and medical device removal to be related to essure. The reporter commented: had essure removed still suffer of stomach bloating. Look like 6 months pregnant, had surgery in feb. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal and abdominal distension. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: new event genital bleeding, feeling abnormal and anxiety were updated based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('had essure removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abdominal distension ("stomach bloating"). The patient was treated with surgery (had essure removal surgery in feb). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the abdominal distension had not resolved. The reporter considered abdominal distension and medical device removal to be related to essure. The reporter commented: had essure removed still suffer of stomach bloating. Look like 6 months pregnant, had surgery in feb. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal and abdominal distension. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('had essure removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abdominal distension ("stomach bloating"). The patient was treated with surgery (had essure removal surgery in feb). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the abdominal distension had not resolved. The reporter considered abdominal distension and medical device removal to be related to essure. The reporter commented: had essure removed still suffer of stomach bloating. Look like 6 months pregnant, had surgery in (B)(6). Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal and abdominal distension. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jan-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.